Event description:
It was reported that the balloon could not maintain inflation before insertion. It was further reported that the sales rep checked the catheters and performed an under water leak test and found leakage distal of the thermal filament. Three catheters were reported from the same lot number. No pt complications were reported.

Manufacturer narrative:
All of the devices were returned and evaluated. Unit # 1- balloon lumen leakage was observed through a slit, 0.1 inches in length, at the 12.4 cm area ( distal of the thermal filament). No visible damage to balloon latex. Unit # 2- balloon inflated clear, concentric and remained inflated for more than 5 mins. No visible damage to catheter body or returned syringe (1.5cc volume limited). Unit#3- balloon lumen leakage observed through a slit, 0.01" in length, at the 12.7 cm area ( distal of the thermal filament). No visible damage to balloon latex.